Event description:
It was reported that the patient¿s mother stated the patient was experiencing frequent highs and lows with only 43% time in range after starting the ilet pump, and that multiple factory resets were performed under guidance from support; separate cases were created for highs and lows, and the patient inquired about a return but was not eligible due to the 90-day criterion. Symptoms included hypoglycemia treated with oral glucose and episodes of hyperglycemia as described by the caller. Outcomes included no reported health consequences or lasting impact. Troubleshooting and education were completed. Investigation of this case revealed no clinical signs, symptoms, or conditions beyond the reported glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.